Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus') in a 35-year-old female patient who had essure (ess205) (batch no. 12274148) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included allergic reaction and abdominal adhesions. Concurrent conditions included difficulty sleeping since (B)(6) 2017, body mass index normal, augmentation mammoplasty, hepatic cyst, ovarian cyst, tachycardia, bloating, vaginitis, malaise, right lower quadrant pain, uterine fibroid, peptic ulcer disease and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced nausea ("nausea"). In 2006, the patient experienced inflammation ("chronic inflammation"), tooth disorder ("dental problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal / digestive system issues"). In 2007, the patient experienced dry skin ("dry skin") and rash ("rashes"). In 2008, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced eye disorder ("vision /eye problem"). In 2012, the patient experienced myalgia ("muscles pain") and arthralgia ("joints pain"). In september 2017, the patient experienced arthritis ("arthritis"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, 12 years 5 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("abnormal bleeding with menstruation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), cramps of extremities ("muscles in my hands and legs would cramp with severe and persistant pain"), migraine ("migraines"), headache ("headache"), pain ("aching pain") and cramp in hand ("cramping in hands and legs"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oopherectomy and enterolysis). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain lower, dysmenorrhoea, menstrual disorder, vaginal infection, inflammation, arthritis, myalgia, arthralgia, urinary tract infection, tooth disorder, fatigue, migraine, headache, nausea, dry skin, rash, eye disorder and pain outcome was unknown and the dyspareunia, cramps of extremities, gastrointestinal disorder and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, arthritis, cramps of extremities, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, inflammation, menstrual disorder, migraine, myalgia, nausea, pain, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal infection, weight decreased and cramp in hand to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : model no. Changed from ess 305 to ess205. Reporter's information was updated. Events added - bloating, cramping, aching pain, cramping in hand and legs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") in a 35-year-old female patient who had essure (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal and augmentation mammoplasty. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced nausea ("nausea"). In 2006, the patient experienced inflammation ("chronic inflammation"), tooth disorder ("dental problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal / digestive system issues"). In 2007, the patient experienced dry skin ("dry skin") and rash ("rashes"). In 2008, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and weight decreased ("weight loss"). In 2011, the patient experienced eye disorder ("vision /eye problem"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"). On (B)(6) 2017, 12 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding with menstruation"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), myalgia ("muscles pain"), arthralgia ("joints pain"), muscle spasms ("muscles in my hands and legs would cramp with severe and persistant pain"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, dysmenorrhoea, inflammation, arthritis, myalgia, arthralgia, urinary tract infection, vaginal infection, tooth disorder, fatigue, migraine, headache, nausea, dry skin, rash and eye disorder outcome was unknown and the dyspareunia, muscle spasms, gastrointestinal disorder and weight decreased had resolved. The reporter considered arthralgia, arthritis, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, inflammation, menstrual disorder, migraine, muscle spasms, myalgia, nausea, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of uterus") in a (B)(6) female patient who had essure (batch no. 12274148) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included body mass index normal and augmentation mammoplasty. On (B)(6) 2005, the patient had essure inserted. In 2005, the patient experienced nausea ("nausea"). In 2006, the patient experienced inflammation ("chronic inflammation"), tooth disorder ("dental problems"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal / digestive system issues"). In 2007, the patient experienced dry skin ("dry skin") and rash ("rashes"). In 2008, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and weight decreased ("weight loss"). In 2011, the patient experienced eye disorder ("vision /eye problem"). In (B)(6) 2017, the patient experienced arthritis ("arthritis"). On (B)(6) 2017, 12 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced menstrual disorder ("abnormal bleeding with menstruation"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), myalgia ("muscles pain"), arthralgia ("joints pain"), muscle spasms ("muscles in my hands and legs would cramp with severe and persistant pain"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (total hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menstrual disorder, dysmenorrhoea, inflammation, arthritis, myalgia, arthralgia, urinary tract infection, vaginal infection, tooth disorder, fatigue, migraine, headache, nausea, dry skin, rash and eye disorder outcome was unknown and the dyspareunia, muscle spasms, gastrointestinal disorder and weight decreased had resolved. The reporter considered arthralgia, arthritis, dry skin, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, inflammation, menstrual disorder, migraine, muscle spasms, myalgia, nausea, rash, tooth disorder, urinary tract infection, uterine perforation, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information were added. Patient's demographics added. Event injury was replaced with events abnormal bleeding with menstruation , dysmenorrhea, chronic inflammation, inability to have intercourse due to the inflammation and pain, arthritis, muscle and joint pain, muscles in my hands and legs would cramp with severe and persistent pain, constant urinary tract infections, vaginal discharge: 2008, dental problems, fatigue, gastrointestinal / digestive system issues, perforation of essure into uterus, migraines, headaches, nausea, severe and persistent pelvic pain, dry skin, rashes, vision / eye problems, weight loss, she did not undergo essure confirmation test. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.